Manufacturer narrative:
One 5mm flexible cannulated endoscopic drill was returned for evaluation. The drill head has broken distal to the 20mm depth line. The broken tip was not returned for evaluation. Dimensional assessment of the drills coil and shaft was performed and found to meet print specification. Without the return of the drill head ,no root cause can be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal tip of the drill flexible endoscpc cann 5mm broke while drilling the femur. The broken piece was retrieved with graspers. A back-up device was available for use. No patient injury or other complications were reported.